Event description:
It was reported the patient had been found dead on (B)(6) 2010. Interrogation of device in morgue on (B)(6) 2010 showed there had been one non sustained tachycardia episode and one vf episode on (B)(6) 2010 that were detected and treated appropriately. An egm prior to detection and also post shock showed the ventricular capture was questionable and there was no evidence of depolarization. The cause of death has been requested and not received. Later reported the save to disc showed there was non capture in the ventricle and atrial standstill. The vf episode had been treated with atp and shock, which terminated the rhythm.

Event description:
It was reported the patient had been found dead on (B)(6) 2010. Interrogation of device in morgue on (B)(6) 2010 showed there had been one non sustained tachycardia episode and one vf episode on (B)(6) 2010 that were detected and treated appropriately. An egm prior to detection and also post shock showed the ventricular capture was questionable and there was no evidence of depolarization. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up later revealed cause of death was atherosclerotic cardiovascular disease. No autopsy was performed. The clinic reported his last visit with them had been about a month prior to death, having symptoms of chest tightness and shortness of breath. He had received an appropriate shock for ventricular tachycardia. Device check that day showed it was working properly, there were no concerns regarding lead or device performance, and no changes were made to the device. Further reported that 17 days prior to death, patient had an abnormal stress test and was scheduled for an upcoming heart catheterization, but died before that could be done. Evaluation summary - (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up later revealed cause of death was atherosclerotic cardiovascular disease. No autopsy was performed. The clinic reported his last visit with them had been about a month prior to death, having symptoms of chest tightness and shortness of breath. He had received an appropriate shock for ventricular tachycardia. Device check that day showed it was working properly, there were no concerns regarding lead or device performance, and no changes were made to the device. Further reported that 17 days prior to death, patient had an abnormal stress test and was scheduled for an upcoming heart catheterization, but died before that could be done.

Event description:
It was reported the patient had been found dead on (B)(6) 2010. Interrogation of device in morgue on (B)(6) 2010 showed there had been one non sustained tachycardia episode and one vf episode on (B)(6) 2010 that were detected and treated appropriately. An egm prior to detection and also post shock showed the ventricular capture was questionable and there was no evidence of depolarization. Later reported the save to disc showed there was non capture in the ventricle and atrial standstill. The vf episode had been treated with atp and shock, which terminated the rhythm.